Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It ws reported that intermittent inaccurate fill estimates occurred. In addition, it was reported that intermittent occlusion alarms occurred, and insulin was not observed exiting the tubing. Customer had elevated blood glucose (bg) levels. Bg values were not provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.